Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened esc and act dome switch. Insulin pump had a corroded keypad traces. No button error alarms were noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on lcd window.

Event description:
It is reported that the patient has a button error on their insulin pump and the button will not work. Patient's blood glucose level is at 246mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.